Manufacturer narrative:
Device not returned. Ccds staff have provided the sds for the chemicals used in the decontamination process. Although no malfunction or serious injury of the decontaminated respirator has been confirmed, this report is required under the terms of the eua.

Event description:
User reported dryness on skin. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.